Event description:
After an implantation time of 8 months, loss of capture was reported. The device was explanted and returned to biotronik. No deterioration of the patient state of health was reported.

Manufacturer narrative:
After its receipt, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. The battery was fully charged. In a next step, the pacemaker was visually inspected, and the connection system was examined. The screws and the spring elements of the lead connections were ok. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions all were within the dimensions defined by the is-1 standard. The pacemaker¿s ability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function did not show any anomalies. The device showed no restrictions in its therapy capability. The impedance measurement functions of the device were tested. The measurement of the pacing impedances returned normal and expected values in both channels. In summary, the device was ok during the analysis and within specifications both in regard to the connection system and the electronics. There was no material defect or manufacturing error.